Event description:
Additional information reported that guideline directed medical therapy was optimized in response to the cardiomyopathy event. Per the physician, the nstemi event was possibly related to the valve and probably related to the valve implant procedure. Per the physician, the halt event had a causal relationship with the valve and the valve implant procedure. Per the physician, the cardiomyopathy event had a probable relationship with the valve and the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by the physician that the presence of halt may have precipitated nstemi and subsequent cardiomyopathy.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by the physician that the nstemi was not related to the procedure.

Event description:
Additional information was reported and indicated that the cardiomyopathy was left ventricular systolic dysfunction.

Manufacturer narrative:
Updated/corrected data: b5 h6 - removed annex e e0606 and added e0613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six months following the implant of this transcatheter bioprosthetic valve, the patient had been experiencing central non-radiating chest heaviness over the last month, which was worse with exertion and relieved with rest. The chest heaviness became worse over time. Patient also noted progressive leg edema and shortness of breath (sob) on exertion. Approximately a month after symptom onset, the subject presented to the emergency department for severe chest heaviness. Elevated troponin and nt-probnp levels were identified. Electrocardiogram (ECG) showed left bundle branch block (lbbb), which likely resulted from the transcatheter aortic valve (tav) implant. Transthoracic echocardiogram (tte) was performed and showed a markedly reduced left ventricle ejection fraction (lvef) compared to the tte performed one month prior for the routine six month follow. The patient was admitted to the hospital. Acute coronary syndrome (acs) therapies were initiated, including dual antiplatelet therapy (dapt), fondaparinux, beta-blocker, nitro patch, and calcium channel blocker. Two days after presenting, angina, including with exertion was no longer experienced. The patient was also diuresed with furosemide 40 mg by mouth daily and guideline-directed medical therapy (gdmt) was optimized with ace inhibitor, betablocker, sodium-glucose cotransporter 2 inhibitors (sglt2i) and mineralocorticoid receptor antagonists (mras). The patient was transferred to the study site hospital. The patient was euvolemic. Percutaneous coronary intervention (pci) was performed for suspected non-st-elevation myocardial infarction (nstemi). The patient denied having chest pain, pressure, tightness, sob, presyncope, or palpitations. The patient was observed with no fever, chills, nausea, urinary symptoms, constipation, diarrhea, or rashes. Diagnostic catheterization was performed and showed an occluded native right coronary artery (rca) in mid segment, with patent segment having multiple segments of 90% stenosis. A prior stent was noted in the distal segment of the rca. The left main coronary artery (lmca) had distal stenosis of 30%. Left anterior descending artery was occluded after a large diagonal branch, with its patent segment having 70-80% stenosis. The left circumflex coronary artery (lcx) was occluded at ostium. The ramus was occluded near its ostium. The left internal mammary artery (lima) to left anterior descending (lad) was patent with good distal runoff. The sequential saphenous vein graft (svg) to ramus, obtuse marginal 2 (om2) and posterior descending artery (pda) were patent with good runoffs. The degree of left ventricle dysfunction was out of keeping with the existing coronary artery disease (cad). The patient (B)(6) remained euvolemic. Thirteen days after presenting, cardiac computed tomography (CT) was performed. The result showed minor hypoattenuated leaflet thickening (halt) of the tav, involving less than 25% of the right coronary cusp (rcc). Direct oral anticoagulants were initiated. Ultimately, the event was diagnosed as cardiomyopathy, halt and nstemi. The patient was stable upon discharge. Fourteen days after presenting, the event was resolved with sequelae. Per the physician, the event was probably related to the valve and the valve implant procedure. Additional information reported for the cardiomyopathy event that the initial echocardiogram showed a severely dilated left ventricle. The repeat echocardiogram performed the following day showed the left ventricle severely dilated with left ventricle systolic function severely reduced.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID { l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system}; implant date {na}; explant date {na} product ID {{ d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.